Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm. On approximately (B)(6) 2025, the patient's wearable failed. The patient was aware of the failure as they received an alert for it. When they checked their finger stick it was around 400 mg/dl or higher but the patient could not remember the exact value. The patient stated she experience diabetic ketoacidosis (dka) and was vomiting so her daughter called paramedics. When paramedics checked a bg it was 450 mg/dl. The patient was treated with humalog and the wearable was changed to a new one after the bg readings lowered. At the time of the report, the patient was doing fine. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.